Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: 1 photo was provided. It shows a packaging blister with the top web, it is torn on the bottom part of the needle assembly; the plastic needle hub is visible. It looks like the part was opened by pushing the needle assembly and getting torn the top web instead of pulling apart the bottom-top web. While the symptom is confirmed; it is unclear how this damaged happened. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 8206851 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: undetermined. Rationale: CAPA not required at this time

Event description:
It was reported that an unspecified number of needle filter blunt fill 18x1-1/2 experienced a damaged or open unit package/seal where the sterility of the product is compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: I¿m writing because a notification on batch 8206851 of filter needles 18g code k272200 has been received. The claim is related to a torn needle pocket.